Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of a customer's email regarding excessive no delivery alarms. The customer's blood glucose was unknown at the time of incident. Customer indicated of needing assistance with the infusion sets. Troubleshooting left a message for the customer to call.